Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2012 at 1115am. The patient manages his diabetes with insulin pump therapy. About 10 minutes after the alleged issue begun, the patient administered self humalog insulin (5 units). By 12pm that same afternoon, the patient claims he had high blood sugar symptoms of headache and "urination." About 30 minutes after the start of his reported symptoms, the patient reportedly obtained a blood glucose result of "303 mg/dl" with another device. No additional treatment was specified. At the time of troubleshooting, the cca noted there was no indication of misuse and the correct test strips were used for testing. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.